Event description:
It was reported that pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was being performed. Trans-septal puncture (tsp) was performed with a versacross connect system without issue. A watchman access system was positioned and attempts were made to implant a 27mm and 31mm watchman flx closure device and delivery systems (wds) however release criteria was not met. The physician opted for a new tsp location. After 45 minutes attempting a new tsp with the versacross connect system, the physician exchanged for a non-boston scientific tsp system. During this process an attic lead was dislodged, and a buzz was performed when they were not at the septum. The physician was unable to determine where the needle tip was when the buzz occurred. A new tsp was ultimately achieved with a more optimal trajectory. A 31mm wds was implanted when the patient's blood pressure dropped. An effusion sweep was performed which identified a pe surrounding the ventricles. A pericardiocentesis was performed, 400ml of blood was removed and re-transfused into the patient. The patient stabilized and was transferred to intensive care unit. The patient awoke later that day with no adverse events.